Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
D9: 6/24/2025. Received one device. Complaint was confirmed during visual inspection. Downstream occlusion sensor (dso) seal was replaced with a new one. It was found that dso sensor voltage was varied from 0mv to 90mv, it was found that dso sensor was not fully attached and was adjusted and fit completely. All tests passed within specifications. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.